Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 130, 3, 18, 19, or 53 occurred during testing. However pump error 53 are found in the insulin pump's history file due to various software errors. Visual inspection of the motor revealed traces of insulin and corrosion on the home motor switch. The motor was tested outside the device, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump required rewind due to multiple pump errors. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer completed troubleshooting and the customer reported they were unable to clear alarms and unable to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.